Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause remains unknown. One 3cg style t-lock assembly was returned for investigation. The catheter was not returned. A product label was returned with product info ref: (B)(4) and lot: redy2966. A complete break was observed and the broken returned segment measured to be 4.2 cm in length. Microscopic observation of the broken segment revealed it to contain a break on both ends. The distal tip was not observed to be present. Multiple kinks in the polyimide tubing were present prior to and near the break locations. The tubing was observed to be compressed at the broken regions which indicates it occurred at a kinked section. Non-destructive testing was requested; therefore, the components were not cut in order to get wall thickness measurements from an undamaged region. Based on the condition of the returned sample, possible contributing factors include insertion angle, extension of stylet past catheter, and advancement against resistance. Since a complete break was observed on the stylet, the complaint is confirmed. A lot history review (lhr) of redy2966 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the wire was found to have a complete fracture. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rect0098 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (asdns0074) have been reported from facility.

Event description:
It was reported the wire was found to have a complete fracture. No other information was provided.